Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information was received. This patient was having pain after this lead was implanted. Suspected perforation. A surgical procedure was performed wherein this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.